Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - provisional bottom. Visual examination of the provided pictures identified the device is fractured. No other definitive statements can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the instrument fractured while attempting to trial. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and no further information has been provided.